Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on that day was 521 mg/dl with abdominal pain, extreme drowsiness, and excess urination. It was reported that the patient overrode the pump's bolus calculator dosage recommendation; miscounted carbohydrates; and an unrelated illness was the cause of the blood glucose excursion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. The patient was referred to a healthcare provider for diabetes management. This complaint is being reported because a device use error was reported and could not be ruled-out as a contributing factor to the reported health event.